Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating expiratory pause hold time exceeded. The alarm for expiratory pause hold time exceeded is generated if the ventilator has not returned to ventilation after the maximum expiration pause hold time 30 seconds. The field service engineer confirmed the reported technical error code in device logs. The control printed circuit board (pcb) was replaced according to the recommendations in the service manual and returned for investigation. The ventilator was returned to the customer after passed functional tests. The evaluation of the received device log file confirms a single occurrence of the reported technical error code on the date of event. A visual inspection of the returned control pcb showed no anomalies. When installed in the reference ventilator, four pre-use checks passed and simulated use test ventilation ran for five days without any deficiency noted. However, by following the scenario outlined in the received device log file, the reported technical error code was reproduced: if a suction support program is started and the "expiratory hold" button is held down when the patient disconnect occurs, the reported technical error code follows if the disconnect exceeds 30 seconds. At reconnect, ventilation continues as before with set parameters. The conclusion is that the reported technical error code can be reproduced by following the scenario outlined in the received device log file, but this did not affect the function of the ventilator. The ventilator was functional and maneuverable at the time of the incident.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating exp. Pause hold time exceeded. There was no patient harm. Manufacturer's ref #: (B)(4).